Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the spyscope ds was inserted into the intrahepatic bile duct for observation, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. A guidewire was inside the scope when the working channel sleeve protruded. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the spyscope ds was inserted into the intrahepatic bile duct for observation, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. A guidewire was inside the scope when the working channel sleeve protruded. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, a functional assessment was performed and maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. A functional assessment for passability was performed. A guidewire was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. Another guidewire of different size was then backloaded through the distal end of the device. Resistance was observed in the breakout mold inside of the handle. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that the guidewire was catching on. The reported complaint incident of ¿difficult/unable to advance accessories¿ was confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.